Manufacturer narrative:
H10:  the valve was not returned to edwards lifesciences for evaluation as it remains implanted.  Additional information provided indicated that post valve deployment, paravalvular leak was confirmed by echo and the doctors decided to post dilate the valve.  The team attempted to re-advanced the guidewire into the valve but instead it was advanced between the native valve and the thv valve.  During balloon inflation, the valve then jumped and migrated in the descending aorta.  The valve was anchored in the descending aorta.  A new valve was used. The patient is noted to be doing well.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the valve embolization was due procedure factors (team advanced guidewire between native valve and the thv valve during post dilation for pvl).

Manufacturer narrative:
H6 and h10:  multiple attempts were made to obtain additional case details; however, the information was not forthcoming.  The valve was not returned to edwards lifesciences for evaluation as it remains implanted.  Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator.     The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the valve embolization cannot be determined based on the limited information provided.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, during the implant of the 20mm sapien 3 valve, the valve migrated ¿in the body of the patient¿.  A new valve was deployed.